Event description:
Customer reported an altitude alarm 21 on the pump. The blood glucose level at the time of the event was 10.8 mmol/l, which is within the normal range. The customer's insulin delivery was suspended due to the altitude alarm and attempts to resume insulin with the same or a new cartridge were unsuccessful. Customer reverted to using an alternative method of insulin therapy.